Manufacturer narrative:
H10 h3,h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the rotational handle was bent. A functional evaluation revealed that the unit failed the weight test. There was excessive oil within the bimba tube housing as well as on the bimba piston. The amplifier piston seal had failed and allowed oil to seep into the bimba housing. The piston migration was at 3.08 inches. The complaint of was confirmed and the root cause has been determined to be excessive oil loss caused by a worn seal within the amplifier piston. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures.

Event description:
It was reported the positioner spider limb main hydraulic cylinder leaks. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.